Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A hcp reported an adc hospital blood glucose meter is flashing up and down arrows and battery "block" the issue persisted after using two different test strip lots, and after batteries have been changed. Therefore, the blood glucose of a patient in the ICU was unable to be monitored efficiently. As a result of the issue, the customer continues to be monitored in the intensive care unit. There was no report of death or permanent injury associated with this event.

Event description:
A hcp reported an adc hospital blood glucose meter is flashing up and down arrows and battery "block" the issue persisted after using two different test strip lots, and after batteries have been changed. Therefore, the blood glucose of a patient in the ICU was unable to be monitored efficiently. As a result of the issue, the customer continues to be monitored in the intensive care unit. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium neo h meter. No trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.